Event description:
Related to MFR report #2183959-2012-00134. On (B)(6) 2010, the pt was implanted with an ams elevate anterior graft. It was reported that as a result, the pt suffered, "mesh erosion, hardening, chronic pain and worsening urination." It was also reported that the pt needed add'l surgery, details were not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.